Manufacturer narrative:
The boston scientific field representative later confirmed this device remains implanted and in service; however, the serial number remains unknown. Additionally, it was reported that the clinical observations were directly related an absence of correct device programming, during and directly following implant. Programming has been correct: the device is functioning normally and as intended with no adverse patient effects.

Event description:
Boston scientific received information that several hours following implant, the patient with this device was observed pacing at their escape rate of 35 bpm. The device was then interrogated and reprogrammed; resolving the issue and restoring critical pacing. The device was reprogrammed to unipolar, as it was a known anomaly that the associated right ventricular did not capture when programmed in bipolar. The field representative reported the physician had not interrogated the device prior to implant and it was questioned when the device actually exited storage mode. No resulting adverse effects have been reported and boston scientific's technical services has requested device data to confirm the time of programming changes.